Event description:
The johnson & johnson affiliate in (B)(4) received a letter from a patient, (B)(6) 2011. The letter was written by the treating eye care professional (ecp) and dated (B)(6) 2011. The patient initially contacted the affiliate (B)(6) 2011 and reported experiencing a medical adverse event while wearing 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.); however, the patient's medical information was not received until (B)(6) 2011. The letter confirmed that the patient presented to the treating ecp (B)(6) 2011 with c/o pain and redness in the left eye (os). The symptoms started (B)(6) 2011. The examination revealed a left paracentral infective keratitis with reactive hypopyon. A corneal scraping for gram stain was taken. The patient was rx with vigamox gtts hourly, oral ponstan 200mg tid, oral antacid, oral lyrica 75mg bid, oral paracetamol qid. Test results revealed that the infection was due to (B)(6). The patient returned for f/u daily (B)(6), 2011; the patient continued the vigamox gtts hourly during that time. "Subsequent review on (B)(6) showed that the condition was improving." F/u (B)(6) 2011: "showed the ulcer was healing." The patient was rx with cravit gtts qid and instructed to continue with lotemax and tears naturale free gtts. The ecp reported also seeing the patient for f/u (B)(6) 2011 and (B)(6) 2011. Corrected va os: 06/18 (20/60). The "cornea has healed and there is a scar on the cornea." The patient was given lotemax gtts on both visits. The patient was instructed to return for f/u in three weeks. No additional information is available at this time. A product lot history was requested and indicated that this lot was manufactured under normal conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. One sealed blister was received for evaluation. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. There was not enough solution in the blister to measure for ph and conductivity. If additional information is received, will report within 30 days of receipt. (B)(4).